Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The lesion was located in the circumflex artery. The 2.5x16mm taxus express2 drug eluting stent was advanced to the lesion and while attempting to cross the lesion, stent damage was noted. The procedure was completed with another device. No pt injuries or complications occurred. Pt's status is satisfactory. Additional info was requested and is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.